Event description:
Boston scientific crm received information that during a replacement procedure, it was discovered that when the right ventricular defibrillation lead was connected to this new cardiac resynchronization therapy defibrillator (crt-d), the pacing impedance measurements were above 3000 ohms. When measurements were taken on the pacing system analyzer (psa), all lead measurements were within normal ranges. Attempts were made to disconnect and reconnect the lead to the device, but the impedances still remain out of range when connected to the crt-d. The physician suspects that there is a problem with the header. Boston scientific technical services (ts) was contacted for advice. The serial numbers for the crt-d and lead were not provided.

Manufacturer narrative:
A ts representative asked if all the setscrews were tightened on the is-1 portion of the lead and if the retraction of the lead while connected had been tested to ensure a proper connection. The connections were tested and the lead was found to be secured with the setscrews tightened. No noise was observed on the electrocardiogram as well. The ts representative then suggested connecting the lead to the previous device and see if the measurements were within normal ranges and if not, then the problem is most likely due to this new crt-d. At this time, it is unknown if this device was implanted or if the lead was explanted. No additional information is available. If any additional information does become available, this report will be updated.